Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass. Unable to verify failed battery test due to bleeding lcd glass. Insulin pump received with minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump alarmed failed battery test. Customer also stated he dropped the device and the screen is showing a partial display. Customer's blood glucose is 388 mg/dl. He treated with an insulin pen. Customer is using energizer batteries. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.